Event description:
Per pt from maude event report: ni/ni/2010 - the pt was implanted with the bard flat mesh. A sorbafix tacker was used to fixate this mesh. Ni/ni/2011 - the pt developed a hemorrhagic cyst which was removed. The pt was noted to have giant cell reaction. Ni/ni/2011 - 300 cc's of fluid was drained, and the drain was left in place. The pt had chills and a fever. An I&d was done; extensive scar tissue was noted as well as a hematoma. A wound vac was placed. The pt developed an abscess. Ni/ni/2011 - the wound vac was removed. Per medical records provided by the pt's attorney: (B)(6) 2012: repair of incarcerated ventral hernia with bard mesh. Mesh secured with bard sorbafix absorbable fixation system. On (B)(6) 2010: office visit. No post-op complications, mild pain. On (B)(6) 2011: presents with a periumbilical mass. Md notes mass was not present after surgery, suddenly developed and has some growth. Pt denied trauma. On (B)(6) 2011 - surgery for mass removal, partial excision of bard mesh. Md notes chocolate-colored fluid came out of mass. On (B)(6) 2011: presents with bleeding at staple site. On (B)(6) 2011 - abdominal hematoma with drain placement. On (B)(6) 2011 : admitted with fever, pain and swelling. A cystic mass is noted in the abdominal wall. On (B)(6) 2011: evacuation of abdominal wall hematoma/abscess. On (B)(6) 2011: abd swelling, pain, pus coming from belly button. On (B)(6) 2011: abscess is drained and drain is placed. On (B)(6) 2011: pt underwent explant of retained would sponge and dressing material. Md notes no exposed mesh. On (B)(6) 2011: pt noted to be healing nicely. No palpable mass in the deeper tissues, wound is healed.

Manufacturer narrative:
The pt has co-morbidities of morbid obesity, hypertension, a 20+ year smoking habit, has a significant gynecological history of endometriosis and has a history of abdominal surgeries. On (B)(6) 2010, the pt underwent repair of a hernia with a bard mesh which was fastened with a bard sorbafix device. (B)(6) months post-op, the pt presented for excision of a large abdominal mass and partial excision of the bard mesh. Post-operatively, the pt developed a hematoma/abscess which was drained on (B)(6) 2011. The md noted "the mesh was not thought to be infected and was not explanted." The medical records indicate that the pt was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A mfg review that included review of sterility records was performed and no evidence of a mfg related cause for the alleged event was found. Additionally, no sample was returned for eval. Based on the info available at this time, no connection can be made between the reported adverse events and the use of the davol product. See MDR 1213643-2012-00497 for info related to the bard mesh implanted on (B)(6) 2010.